Event description:
It was reported that bd pr ext set w/ nac plus and nac y was clogged. The following information was received by the initial reporter with the verbatim: the medigen connector is blocked, can't prime the set. Same as pr "sorry to bother for this issue again, I have another defective extension. It's again in my office and does not contain any medication in it except for nacl 0.9%. It was never attached to the patient since we noticed it while priming the line and the extension was completely blocked."

Manufacturer narrative:
E1: initial reporter address: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information: mat#: mpx5300-c batch#: 23059124. It was reported by customer that they have another defective extension and does not contain any medication in it except for nacl 0.9%. It was never attached to the patient since they noticed it while priming the line and the extension was completely blocked. Verbatim: the medigen connector is blocked, can't prime the set. Same as pr "sorry to bother for this issue again, I have another defective extension. It's again in my office and does not contain any medication in it except for nacl 0.9%. It was never attached to the patient since we noticed it while priming the line and the extension was completely blocked." (B)(6) 2023: did the incident take place on (B)(6) 2023, as it was reported to us by email on august 9, 2023. I have 3 extension tubing to send back to you. 1 blocking of the (B)(6) , 1 broken tubing of (B)(6) , and another block of the (B)(6) . Can you provide us with the batch number? They are all number one 23059124.

Manufacturer narrative:
Two samples model mpx5300-c lot 23059124 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer for one of the samples. The customer complaint that the set was unable to be flushed was replicated for one of the two samples. The root cause is attributed to the solvent dispenser equipment. Corrective action to use new medica solvent dispensers was implemented on (B)(6) 2023. A device history record review for model mpx5300-c lot number 23059124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 9may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.